Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that on monday her blood glucose was 391 mg/dl and then it went up to 475 mg/dl. The customer stated that she changed out everything yesterday and her blood glucose went down to 66mg/dl and 59 mg/dl. The customer's blood glucose was 193 mg/dl before the call. The customer will call back if her blood glucose does not go down. The customer stated that when she removed the set, her cannula had a slant which might have caused the high readings.